Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced cracked tubes. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tube shattered while in use customer states tube was shattered upon arrival to lab.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 21-nov-22. H6: investigation summary: bd received 1 sample and 5 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and revealed damage as the tube is missing part of the bottom. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced cracked tubes. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tube shattered while in use customer states tube was shattered upon arrival to lab.

Manufacturer narrative:
Initial reporter email: (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.